Event description:
It was reported that t: slim x2 pump battery would not charge despite use of standard charging cable, wall adapter, and attempts to charge from working outlet for extended time. There was no reported impact to the customer¿s blood glucose level. Customer was advised that if pump battery depleted before replacement charging supplies arrived, customer would rely on multiple daily insulin injections, and technical support arranged shipment of replacement charging cable and wall adapter with follow-up planned.